Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Information has been received from an investigator referring to a 37-year-old, non-pregnant, white, not hispanic or latino female subject enrolled in a study entitled "treating abnormal postpartum uterine bleeding or postpartum hemorrhage with the jada system-a post-market registry." This report concerns 1 subject and 1 device. On (B)(6) 2022, at 23:34, the subject presented for an induced delivery at 41.1 weeks. On admission, the subject's body mass index (bmi) was 29.13 (units not reported), and hemoglobin (hgb) was 13.4 grams per deciliter (g/dl). On (B)(6) 2022, at 06:31, the subject had a cesarean section (c-section) and received oxytocin after delivery of the infant for three hours. The subject received epidural and general anesthesia for delivery of an infant that weighed 3800 grams (g). The subject was noted to had postpartum hemorrhage (pph) related to uterine atony, placenta accreta and retained placenta after her delivery. It was reported that prior to attempted vacuum-induced hemorrhage control system (jada system) insertion, the subject received misoprostol and methergine (1 dose). The cumulative blood loss prior to the attempted vacuum-induced hemorrhage control system (jada system) insertion was noted as unknown. On (B)(6) 2022, 27 minutes after delivery of the placenta, at 06:58, the subject was initiated treatment with vacuum-induced hemorrhage control system (jada system) for pph. The total in-dwelling time for vacuum-induced hemorrhage control system (jada system) was 12 minutes (device removal at 07:10) and the total amount of blood collected in the canister during vacuum-induced hemorrhage control system (jada system) treatment was documented as unknown. It was reported that the tubing of the vacuum-induced hemorrhage control system (jada system) was blocked (device issue). The providers replaced the tubing, the clotting was noted as well as poor fundal tone and the vacuum-induced hemorrhage control system (jada system) device was removed. The subject was treated with compression sutures, carboprost (1 dose), tranexamic acid (txa-1 dose), two units of red blood cells, and two units of fresh frozen plasma after treatment initiated with a vacuum-induced hemorrhage control system (jada system) system. The total blood loss was 2400 milliliter (ml). The subject received intrapartum antibiotics for pre-operative cesarean delivery and postpartum antibiotics (cefazolin) for vacuum-induced hemorrhage control system (jada system) use and manual removal of placenta (prolongation of hospitalization). After placental delivery, it was noted that the fundus was primarily serosal tissue without any contractile muscle. Normal anatomy of the tubes and ovaries were otherwise noted at that time. At that time an assessment for vaginal bleeding every ten minutes was initiated. There was minimal surgical bleeding. The decision was made to proceed with hysterotomy closure with reassessment of uterine tone at its completion. The hysterotomy was repaired with a 0 vicryl on a ctx in a running locked fashion. The fundus group: ruby form: care settings reassessment of uterine tone at its completion. The hysterotomy was repaired with a 0 vicryl on a ctx in a running locked fashion. The fundus continued to had atony resulting in bleeding vaginally. It was thought that blood loss was average at this time, concern for subsequent hemorrhage in setting of focal accreta, the decision was made to perform a trial placement of a vacuum-induced hemorrhage control system (jada system) device. The subject continued to had atony resulting in bleeding vaginally (device ineffective). The subject was placed in a frog leg position with care to remain sterile on the surgical field. A sterile hand from below was used to insert the vacuum-induced hemorrhage control system (jada system) through the cervix and into the uterus as guided intraabdominally. After initiation of wall suction, there was improvement of uterine atony noted at first. The uterus was then returned to the abdomen and the gutters were cleared of all clots and debris. Reassessment of bleeding and uterine tone demonstrated that the uterus was again boggy and atony at the fundus was noted. It appeared that the tubing of the vacuum-induced hemorrhage control system (jada system) was blocked. Uterine massage was performed to help dislodge clots from the vacuum-induced hemorrhage control system (jada system) with improvement of suction. The tubing was replaced to assess for improved function. However, again clotting was noted with resultant poor fundal tone. At that time, the uterus was exteriorized again, and vacuum-induced hemorrhage control system (jada system) was removed vaginally. Uterine atony was reassessed and noted to be suboptimal. By that time, blood loss had increased to at least 1.5 liter (l). Antibiotics were re-dosed, lab work has been sent, and blood had been called for. The subject received oxytocin (pitocin), methylergometrine maleate (methergine), hemabate, and txa. Due to continued fundal atony, due to inability for the fundus to contract, placement of vertical compression sutures across the fundus using 0-vicryl suture with significant improvement noted in uterine tone at the fundus and immediately below the sutures. Vaginal bleeding was noted to be minimal. On (B)(6) 2022, at 17:24, the subject was discharged from hospital. The subject's hgb at discharge was noted at 9 g/dl. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. The event of device ineffective was considered to be serious as an intervention was required. Medical device reporting criteria: serious injury. (B)(4).